Event description:
It has been reported that the rn from the intensive care unit called the hotline because they have a pt that they had just removed an intra-aortic balloon (iab) from because there was blood in the tubing. When the clinical support specialist (css) spoke to the rn, she stated that the physician had just removed a 40 cc fiberoptic iab from a male pt one day post CABG (coronary artery bypass graft) because there was blood in the tubing. The physician stated that the blood in the tubing was not related to a balloon rupture. There were no helium alarms on the pump. The css asked the rn exactly where the blood was in the tubing and if it looked like fresh blood or old dried blood. The rn stated that the blood was at the connection to the balloon and there was about 4-5 inches of blood in the tubing. The rn also stated that the blood looked fresh. After a little more questioning, the css was able to identify that the blood was in the catheter protector and not the gas drive tubing. The css explained to the rn that this would be related to damage to the valve on the catheter protector or a loose connection to the sheath. The blood is most likely coming from the sheath and not the balloon; therefore, there would not be any helium alarms on the pump. The rn did say that there was an arterial pressure waveform on the pump and timing and augmentation was appropriate before they removed the balloon. The physician decided not to replace the balloon since the pt was stable without the balloon. Add¿l info received on (B)(4) 2012 per field service report: no fault with intra-aortic balloon pump (iabp); blood back due to iab issue. The pump is back in service.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add¿l info becomes available.